Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shock impedances on the non-boston scientific right ventricular (rv) lead connected to this implantable cardioverter defibrillator (ICD) were found to be high out of range. The ICD and non-boston scientific lead remain in service. No adverse patient effects were reported.